Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the lead exhibited loss of capture and high impedances. The pacing configuration was changed and the lead remained implanted.